Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported event. The se replaced the graphic user interface (gui) screen and downloaded software to resolve the issue. The device then passed all testing.

Event description:
It was reported that a ventilator had a blank display. There was no report of patient involvement.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.